Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was listed as none after being connected to the new implantable cardioverter defibrillator (ICD) device. The lead was removed from the ICD and tested with high impedance on the high voltage portion. There was a conductor fracture of the svc coil. The lead was re-used at the physician's discretion; however, the svc was turned off. The lead remains in use. No patient complications have been reported as a result of this event.